Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date. . No product information has been provided to date.

Event description:
It was reported that the disposable cassette caused a pump to exhibit rapid beeping followed by no disposable clamp tubing alarm no patient injury was reported.